Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer follow-up and correction to g2. Corrected: g2 - checked "other" to add the country united kingdom. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely water invaded the scope connector by either entering the venting connector and/or by usage of attaching/detaching the venting connector/leakage tester tube/sterilization cap while water droplets adhered to the outer surface of the connector/inside the tube and its connection/ the cap, or when they were under water. The water invasion likely caused the electronic components such as circuit board inside the scope connector to be corroded/broke causing the event. However, no device malfunction was confirmed during evaluation, therefore, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): "troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. 5.4 leakage testing of the endoscope perform the leakage test: caution · when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ¿ when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. ¿ detach the leakage tester from the maintenance unit (mu-1) before detaching the leakage tester from the endoscope. If the leakage tester is detached from the endoscope before detaching the leakage tester from the maintenance unit, the air pressure inside the endoscope will not vent properly. This may damage the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer¿s allegation could not be confirmed as the error seems sporadic. Additionally, the device evaluation found the light cover glass was chipped, the adhesive on the light cover glass was worn, the optical cover glass was chipped, the adhesive on the optical cover glass was worn, the adhesive on the distal end was lifting, the scope connector was leaking, the up/down/right angulations were out of specification, and the up/down/left/right angulations had signs of play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope was displaying an e315 compatibility error code. The issue was found during an unidentified procedure that was completed using a similar device. There was a limited delay, and there were no reports of patient harm.